Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned to co with product inquiry #973557. Visual inspections & results: lockout position, unfired; cartridge condition, partially fired; cartridge return batch number, j00a50 and condition of knife, good. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good and condition of yoke, good. Analysis conclusion: based upon inquiry info received, visual examination and functional testing, no conclusion could be reached as to why instrument reportedly "dropped the cartridge" during surgery. Instrument was returned in good physical condition. Cartridge retention feature was measured and was found to be within design specification. Instrument was cycled, fired, cut, and formed staples within design specification. Instrument was disassembled to examine internal components and no deformations could be identified. It was concluded that instrument was fully functional and conforming to design specifications. Experience surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during a v.a.t.s. Procedure. The cartridge fell into the pt. The cartridge was retrieved. There was no pt consequence.